Manufacturer narrative:
The event occurred in foreign country.

Event description:
Reporter stated that a nurse received an accidental needlestick with a lancet protruding from the multiclix drum. No treatment for the puncture was reported. The manufacturer requested the return of the suspect product for eval.